Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found distal sheath glue is separated, the lens glue of three of the lenses and charged coupled device are porous and angulations are out of specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope was clogged. It is unknown when this issue occurred. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle is clogged by an amalgam of fibrous material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: cf-xz1200l/I series operation manual chapter 3 preparation and inspection cf-xz1200l/I series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.